Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance for the plunger force accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service was unable to determine the probable cause of the reported issue. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed full calibration for failed plunger force accuracy. Replaced crack front cover, right handle, lock label and rear door, broken rear case, left handle, flange gripper retainer, front door, contaminated wiper seal, left iui and corroded right iui. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 01sep2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance for the plunger force accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance for the plunger force accuracy test. No additional information was provided. There was no patient involvement.